Event description:
Boston scientific received information that during a routine follow-up, this patient¿s right atrial (ra) lead was observed to have dislodged. A slight increase in thresholds and low amplitude measurements were also noted. Surgical intervention was performed and the ra lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.